Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from one of the following lot numbers 25045214, 24055013, 24115292, 25025416, 25017279. The feedback provided by the customer states that, " spontaneous disconnection of the bidirectional valve between the valve and the extension tube before connecting it to the ktvo". Further information from customer was stated that the malfunction occurred during infusion at the end of the caffeine infusion while flushing the line containing caffeine. The nurse identified the issue when attempting to connect the saline flush and noticed that the valve was missing from the line. The user was present and able to intervene, there was no external leak, and the substance being infused at the time was caffeine followed by saline. The device was not retained, and no harm was reported to the patient. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot numbers 25045214, 24055013, 24115292, 25025416, 25017279 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from french to english: commercial reference: mz1000. Lot number: 25045214/24055013/24115292/25025416/25017279 (one of the 5). The bidirectional valve spontaneously disconnected between the valve and the extension tube before being connected to the ktvo. Other action taken: the ktvo was clamped to prevent air embolism, and a new valve was installed. Number of patients or individuals affected: 1. Clinical consequences and current condition of the patient or individual involved: no adverse effects observed, but risk of air embolism. Additional information received from the customer: did the patient suffer any harm? No. Please confirm whether the malfunction was identified during preparation or during infusion. If it occurred during infusion, at what point? During infusion, at the end of the caffeine infusion, while flushing the line containing caffeine. Please confirm how the malfunction was identified. The nurse who wanted to connect the caffeine infusion flush realised that there was no longer a valve on the line. Was the user present and able to intervene at the time of the incident? Yes. Was there an external leak? No. Please confirm which substance was being infused at the time of the incident. At the end of the caffeine infusion, when connecting the saline flush.